Manufacturer narrative:
The device was returned to conmed for evaluation. Visual inspection found the device to have the spherical bur tip separated from the inner bur assembly. The bur tip was not returned. The inner bur and outer bur showed significant signs of extensive use, due to damage of the outer bur tip. The bur tip shows evidence that the weld was present. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year review of complaint history revealed 13 similar complaints, involving (B)(4) devices, for this product family and failure mode. A risk analysis was performed and found this failure mode and occurrence level to be consistent and acceptable with current risk documents. The instructions for use of a compatible handpiece advices the user of the following. - user should not apply excessive force to the device. It is good medical practice to inspect all medical devices prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that during a hip surgery, the hps-hb11 bur loosened off the shaft. The bur was removed with a grasper and the procedure was completed with no surgical delays. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.